Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message observed on the autopulse platform (sn (B)(4)) was reproduced during functional testing and confirmed based on the archive data review. The root cause is due to a defective load cell. The archive data was reviewed and contained a ua 7 error message on the reported event date of (B)(6) 2017. The platform was functionally tested and during power up displayed a ua 7 error message. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damage. This observed issue is unrelated to the report of ua 7 error message. After replacement of the load cell and the damaged part, the device was tested to full specification including the load characterization check and passed all final testing without any fault or error observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported the autopulse platform (sn (B)(4)) displayed a ua 7 (discrepancy between load 1 and load 2 too large) error message during training. No patient was involved with this event.